Event description:
It was reported that an ambulance transported customer to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 586 mg/dl and "heart attack". Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2024 with no permanent damage. Reportedly, an occlusion alarm had occurred. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.